Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. The 14th distal segment had raised and deformed struts. There was no other damage evident on the returned device. (B)(4)

Event description:
The physician intended to use a resolute onyx device to treat a lesion in ostium of the rca. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered advancing the device. No excessive force was used. The device passed through a previously deployed stent. It was reported that the resolute onyx did not cross the lesion. Deformation of the device was also reported. The procedure was completed with another resolute device. No patent injury reported. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Procedural image review: the returned cardio angiogram confirmed the presence of the previously deployed stents in the rca. The guide catheter appeared to damage the proximal end of the proximal stent as it was deep seated in the vessel. The lesion was then pre-dilated along with the proximal end of the previously deployed stent. The images do not appear to capture the attempted delivery of the complaint device. Another resolute device can be seen successfully deployed at the ostium of the rca.